Event description:
It was reported that the recharger was displaying an end-of-service (eos) message after one device overdischarge. The patient had not charged the device in 2-3 months. No reason was known for not having charged, however, it was determined that the patient's coverage was not great. A manufacturer's representative assisted the patient with a physician recharge mode (prm). A programmer was used to confirm the eos message. The patient was reported to have scheduled for a battery replacement. The patient's physician was submitting authorization for a replacement.

Manufacturer narrative:
Product ID 39286-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead; product ID 37752 lot# serial# (B)(4), implanted: explanted: product type recharger; product ID 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.